Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the delivery device with the stent on the balloon was received, and damage was observed on the stent. The catheter also exhibited numerous shaft kinks. The proximal end of the stent was stretched. The stent struts were stretched proximally over the proximal marker band. The distal edge of the stent was intact and did not move from its crimped position. Examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was examined, and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for the batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint is determined to be attributed to handling.

Event description:
This complaint is now reportable based on the investigation completed 01/21/2008. It was reported that while preparing for a drug-eluting stenting treatment procedure the physician attempted to "tilt a 3.5x32mm taxus liberte drug-eluting stent by finger. There were no patient complications reported. Repeated requests for additional information were sent; however, no additional information was received. The returned product revealed stent damage.